Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for evaluation as it remains implanted. Based on the info received, the results of the investigation are inconclusive.

Event description:
It was reported the filter stuck at the distal marker, closest to the tip. After a great deal of maneuvering, the doctor was eventually able to deploy the filter. There was no pt injury reported.